Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. In a product experience report received on 06/15/2018 noise was noted on the right ventricular channel. This noise was consistent with minute ventilation. Technical services noted a jump in rv impedance and recommended manipulation and reprogramming the system. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).